Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specification.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 50, but blood glucose value was 140 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.